Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s nurse, on approximately (B)(6) 2025, the patient experienced inaccurate cgm values that led to the patient to have difficulty walking, poor balance, and weakness. The reporter did not provide exact values but stated that the readings on the cgm ranged from 70¿120 mg/dl over the weekend and the bg were much higher. Around 12:30 am on (B)(6) 2025, an ambulance was called. When emergency medical services (ems) arrived at the group home, the bg reading was 500 mg/dl, while the dexcom reading was only 108 mg/dl. Ems did not provide any treatment to the patient and was taken to the hospital. The patient¿s nurse was unable to provide any details of treatments that were done after the patient arrived at the hospital; however, she was told after following up with the hospital that the patient was treated in the intensive care unit (ICU) with insulin drip. There was no documentation of further medical evaluation or intervention. At the time of this report the patient was still in the ICU. Data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.